Event description:
The customer reported a speaker malfunction. During evaluation, it was there was no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.